Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
The physician successfully placed a xact stent in the right internal carotid artery. The following day, the pt was noted to have decreased responsiveness, was nonverbal and had left sided weakness. The pt was transferred to the ccu for eval and observation. A CT scan confirmed an acute infarct of the right occipital lobe. In 2006, the pt expired. The exact cause of death is unknown.